Event description:
Evolution clinical trial it was reported that thrombus occurred. The patient underwent a left atrial appendage closure (laac) procedure in (B)(6) 2014 where a 33mm watchman ® laa closure device was implanted. During a follow up in (B)(6) 2015, a transesophageal electrocardiogram (tee) detected thrombus on the atrial facing surface of the device and the left atrium. Medication was given to the patient or their regimen was adjusted to resolve the event.

Manufacturer narrative:
Describe event or problem updated. (B)(4).

Event description:
It was further reported that the thrombus resolved in (B)(6) 2017.

Manufacturer narrative:
Device evaluated by MFR: the complaint device was not received for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).